Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and bridge to transplant. The next day, the patient experienced self-limiting ectopy. Seven days later, the patient experienced swelling and pain in the impella arm. There was concern for nerve injury due to impella. Two days thereafter, it was noted the swelling significantly decreased. Action taken to treat is unknown. However, support continues as the patient waits for heart and liver transplants.

Manufacturer narrative:
The device remains implanted, supporting the patient at the time of the MDR writing, and therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of peripheral nerve injury and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b explant date added.